Manufacturer narrative:
A ge service rep performed an on site investigation. The faulty part has been ordered.

Event description:
The customer reported, the system displayed a communication error code message. No report of pt injury.